Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently hospitalized due to a blood glucose level of 473 mg/dl with diarrhea, "stomach issues" and blurred vision. Customer was treated with intravenous insulin and saline, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, an occlusion alarm had occurred. Tandem technical support (cts) performed a system check and reviewed pump data. Cts determined that the pump functioned as intended. Customer reverted to manual injections for insulin therapy.